Event description:
A surgeon reported a "dropped lens nucleus" and posterior capsule separation resulting in lens nucleus and fragments descending into the vitreous. A retinal surgeon performed a vitrectomy the same day to remove lens fragments and implanted an anterior capsule intraocular lens (aciol). In the surgeon's opinion, the laser did not cause the posterior capsular tear. The cause was unk. The capsule was free floating following the laser procedure. The primary incision was placed more central than desired. The retinal surgeon reported the capsule tear was from 6-9 o'clock following vitrectomy and iol implantation. Add'l info has been requested.

Manufacturer narrative:
A service visit has been performed and the investigation is still in progress, including root cause analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info; at this time add'l info was not received. (B)(4).